Manufacturer narrative:
Device received with all buttons responding properly. No moisture damage on keypad assembly. No button keypad anomalies noted. Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The center and right buttons were unresponsive. The customer also stated that they did not hear beeps when rewinding. The device alarmed hardware low level failure during self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.